Manufacturer narrative:
Log file analysis review date: (B)(4) 2015: normal power consumption. Additional notes: 12 electrical fault alarms reported since (B)(4) 2015. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. This is one of two reports (3007042319-2016-00584 and 3007042319-2016-00585) submitted for devices related to the same event.

Event description:
It was reported from the us that a patient was at home and experiencing electrical fault alarms. The patient come into the hospital for a controller cleaning/exchange on (B)(6) 2015. The heartware clinical engineer preformed cleaning. Green and white material was evident on the pins and the cleaning was conducted in two rounds of 30 seconds, with total off pump time of approximately 1 minute. Patient tolerated pump off time very well and was stable. No further electrical faults have been reported.